Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A documentation review has been conducted, confirming previous complaints of this nature. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with corrective actions in place, which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
H3, h6: the device was returned. However, after the device was received by hull, it was not able to be located. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review revealed a small number of similar events with no manufacturing problem observed. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. A review of prior escalation actions found corrective actions applicable to the scope of this case. This investigation is now complete with corrective actions in place. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, adhesive film of a pico 7 10cm x 30cm was coming off the back of the dressing, and therefore not sticking on the patients skin. A second pico was opened and used. Procedure was performed with a s&n backup device. Patient was not injured as consequence of this problem.